Event description:
The manufacturer received information related to a rep dreamstation auto bipap. It is alleged that the patient woke up to smelling smoke, the device was very hot, the plug was melted, burn marks on the nightstand, and the device had caught fire. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information related to a rep dreamstation auto bipap. It is alleged that the patient woke up to smelling smoke, the device was very hot, the plug was melted, burn marks on the nightstand, and the device had caught fire. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the pil lab for visual inspection. The service technician reports pil was able to confirm the complaint of a possible thermal event at the dc power jack of the power supply and p4 dc power connector inside the device. Pil was unable to repeat the thermal event with a pil supplied known good power supply/ac power cord and p4 dc power harness inside unit.